Event description:
It was reported that the user experienced a severe low blood glucose event while being very active at work, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia. Outcomes included insufficient information. Investigation included communication and interviews and analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, and the medical device problem and device component remained unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.